Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who was implanted with a neurostimulator on (B)(6) 2018. It was reported that the patient was experiencing warmth and sensitivity at the battery site. The manufacturer representative saw the patient on (B)(6) 2018 for post-operation programming. The patient was very happy with programs and pain relief. The patient let the manufacturer representative know on (B)(6) 2018 that he was experiencing warmth at the battery site. The patient has a follow-up appointment with his health care provider on (B)(6) 2018. The manufacturer representative was planning on attending that appointment to interrogate the battery and reprogram if needed. The issue was not resolved at the time of the report. There were no surgical interventions planned or performed at the time of the report. Additional information was received from a manufacturer representative regarding the patient on (B)(6) 2018. It was reported that the cause of the warmth at he battery site was not determined. An impedance check was performed which showed that all contacts were in range and working properly. The patient no longer had any complaints of warmth at the battery site. The recharge interval was also checked. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.